Manufacturer narrative:
(B)(4). Month and day unknown, only year (2019) is known. Batch # r58y3f. Additional information requested and received: were there any patient consequences? Unknown patient consequences investigation summary: the analysis found that one sr75 reload was received unfired and the swing tab was found to be in the locked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, linear cutter reload did not fire. Patient consequences were not reported.